Event description:
It was reported that the patient's health care provider wanted to rule out a granuloma; the hcp "thinks patient may have a granuloma forming at the tip of the catheter". An MRI will be performed as the patient experienced an "increase in sciatica and pinched nerve". There was a change in therapy effect with "acute pain down both legs". The first spell of sciatica was "about 6 weeks ago and the 2nd spell was around 2 weeks ago". The patient had also noted symptoms the night prior to the report. The patient was home at the time of the report with an undetermined status. The last pump refill was on (B)(6) 2012; the next refill was due in the next 2 weeks. The device system was used to deliver morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ catheter; product ID 8590-1 lot# n284306 serial# implanted: 2011-(B)(6) explanted: product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).